Event description:
It was reported that the down button on the insulin pump does not work. Insulin pump will need to be replaced. Hospital sent an email asking for the pump to be returned. No further assistance needed.

Manufacturer narrative:
Findings: cracked reservoir tube lip and minor scratches on display window noted during visual inspection. All buttons function properly. No button response due to open j2 connector on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.